Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the emergency room in the morning unable to breath. The patient was successfully intubated, but it is believed he was hypoxic for greater than an hour. The patient was declared brain dead around 6:15 that morning. The pump was on and working with no alarms noted. The system controller will be sent back for evaluation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to perform an evaluation of the lvad (pump) as the device was reportedly disposed of by the hospital. Although the pump was not available for analysis, the patient¿s system controller (serial # (B)(4) ) was returned for investigation and found to function as intended when tested using the equipment in our laboratory. A review of the historical log file data retrieved from the system controller revealed approximately 12 days of events during which time a normal system operation was recorded. The data recorded on october (B)(6) , 2014 (the day of the event) at 04:22 am revealed that the flow estimation decreased from 5.0-6.0 lpm range to 2.4 lpm consistent with a low flow hazard alarm, the power decreased from 6.0-8.0 watts range to 5.0 watts and the average pulsatility index (pi) diminished from 4.0-5.0 range to 2.5. The subsequent information recorded three minutes later suggested that both power cables were disconnected from an external power source, followed by the expected low battery hazard and no external power alarms becoming active. The system operated on the system controller¿s 11 volt lithium-ion backup battery for approximately 1 minute after which time the power cables were reconnected to the 14 volt lithium ion batteries. A direct correlation between the events recorded in the historical log file and the reported event could not conclusively be determined. The device¿s approved labeling warns that at least one system controller power cable must be connected to a power source at all times. Based on the manufacturer¿s investigation, a root cause for the reported event could not be determined and a correlation between the pump and the patient outcome could not be made. The hospital had reported that the pump was functioning as intended at the time of the event. The device's IFU lists respiratory failure and death as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records for the lvad and system controller showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.